Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the upper arm. The 90% stenosed target lesion was located in a severely tortuous superior mesenteric artery. After a non-bsc guide catheter crossed the lesion, a 4.0mmx20mmx135cm sterling¿ balloon catheter was advanced to pre-dilate the lesion. Upon inflation leakage of contrast medium was noted coming from the balloon. The procedure was completed using a 4x15mm ultra-soft sv balloon catheter and a 6x18mm express sd stent was deployed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen and balloon. The balloon was tightly folded. The distal tip was damaged. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination inspection revealed a 6mm longitudinal tear in the balloon wall 6mm from the distal end of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination and tactile inspection presented no damage or other irregularities in the shaft of the device. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the upper arm. The 90% stenosed target lesion was located in a severely tortuous superior mesenteric artery. After a non-bsc guide catheter crossed the lesion, a 4.0mmx20mmx135cm sterling¿ balloon catheter was advanced to pre-dilate the lesion. Upon inflation leakage of contrast medium was noted coming from the balloon. The procedure was completed using a 4x15mm ultra-soft sv balloon catheter and a 6x18mm express sd stent was deployed. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).